Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the device was not used per the direction for use (dfu). The device was used in the peripheral superficial femoral artery. However, the dfu states that "the apex over-the-wire and apex monorail ptca dilatation catheters (balloon models 1.5 mm-5.0 mm) are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion". (B)(4).

Event description:
It was further reported that during a peripheral procedure, the target lesion was located in the superficial femoral artery. It was noted that "this apex monorail balloon catheter was used off-label. They did not flush the wire lumen which is why the apex balloon catheter became stuck on the wire". The procedure was continued with another of the same apex monorail balloon catheter and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous treatment procedure, a balloon became stuck on a wire. Lesion details are unknown. This 20mm x 5.00mm apex monorail balloon catheter was selected and it was reported that the apex balloon catheter became stuck on an unknown wire. No patient complications were reported.